Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results occurred from two patient samples processed on the vitros 5600 integrated system. A definitive root cause could not be determined, however, the most likely root cause is an instrument related issue. There is no evidence the vitros tropi es reagent has malfunctioned or that pre-analytical sample processing is a contributor. A definitive instrument component or subsystem has not been identified. The investigation into the system is ongoing.

Event description:
The customer observed non-repeatable higher than expected vitros tropi es results from two patient samples processed on a vitros 5600 integrated system. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results were reported outside the laboratory. Corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).